Event description:
Elderly male with history of brain mass. Procedure: craniotomy, stereotactic left frontal craniotomy for tumor debulking. When attempting to use the medtronic easy drill cranial perforator, the drill bit became loose, unstable and wobbly. Device removed and another one worked without further issues. No known harm to patient.